Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was dead. Customer's blood glucose level was 221 mg/dl. Customer also stated that the insulin pump had pump error unexpected battery loss. Customer reports they were unable to clear the alarm and did not receive a request to rewind the insulin pump. The device will not be returned for analysis.